Event description:
The patient ((B)(6)) had type 2 diabetes and was given subcutaneous injection of insulin aspart after hospitalization. When drawing insulin, foreign matter was found in the syringe, so the syringe was replaced and insulin was drawn again for injection. No harm was caused to the patient. Call center has contacted the customer on june 4th to confirm that the foreign matter was an orange strip in barrel internal and no investigation response was required. Sample has been discared, photos could be provided. Sample availability: yes, sample availability details: picture-video only.

Manufacturer narrative:
Additional information provided to sections b4, g6, h2, h3, and h11. Corrections made to section h6 (type of investigation, investigation findings, & investigation conclusions). Investigation summary: no physical samples were received however the investigation was performed based on the photo(s) provided. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Embecta was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, CAPA# (B)(4) was successfully completed and closed on 2nd feb 2024.